Event description:
The customer's meter had been giving readings in decimals. The customer did not seem aware that the meter units were incorrect. The customer did not medicate based on mmol/l results or allege any adverse event. The customer was able to reset the meter to mg/dl with assistance. The meter is to be returned for evaluation, and a replacement meter will be sent.